Event description:
It was reported to covidien in 2008 that a customer had an issue with an insulin needle/syringe. The customer reports that cannula is breaking when injecting insulin.

Manufacturer narrative:
Submit date: 11/21/2008. An investigation is currently underway; upon completion, the results will be forwarded.